Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr), thin leaflets, and a restricted anterior leaflet for a mitraclip procedure. One ntw clip was placed. The mr grade was reduced. Due to the mitral valve area, a second ntw clip could not be placed to further reduce mr. The ntw clip was removed from the patient and replaced with an xtw clip. The xtw clip was placed. Before the clip could be deployed it was noted that the posterior leaflet appeared to have slipped out of the clip and was damaged. The clip was removed from the patient. A new non-abbott device was implanted. The final mr grade was 2. Per the physician, the leaflet damage was due to the clip.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported positioning failure of inability to grasp and capture. The reported patient effect of tissue injury was due to multiple grasping and capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as a non-abbott device was implanted. There is no indication of a product issue with respect to manufacture, design or labeling. There is no indication of a product issue with respect to manufacture, design, or labeling.codes removed:health effect- impact code: 4614 serious injury/ illness/ impairment

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr), thin leaflets, and a restricted anterior leaflet for a mitraclip procedure. One ntw clip was placed. The mr grade was reduced. Due to the mitral valve area, a second ntw clip could not be placed to further reduce mr. The ntw clip was removed from the patient and replaced with an xtw clip. The xtw clip was placed. There was difficulty grasping the leaflets. Before the clip could be deployed it was noted that the posterior leaflet appeared to have slipped out of the clip and was damaged. The clip was removed from the patient. A new non-abbott device was implanted. The final mr grade was 2. Per the physician, the leaflet damage was due to the xtw clip.